Event description:
Information was received indicating that a smiths medical pump had a clutch error during the occlusion test. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the bottom case was damaged and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the customer reported issue could not be verified after multiple flow and occlusion tests. As a preventative measure, the right and left halves of the clutch and also the spring were replaced as a preventative measure but no fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.